Manufacturer narrative:
It was reported that a spectrum pump displayed an "unspecified error code" during propofol therapy (dose, programmed amount and delivery rate unknown) while in transport to the picu (pediatric intensive care unit) from computerized tomography (CT). Upon entering the patient¿s room, the pump stopped working and alarmed, displaying an unspecified error message. The user unable to quickly reset the pump and swapped the infusion to a new pump. There was no known patient injury or medical intervention associated with this event. No additional information is available. The patient was also receiving maintenance intravenous (IV) fluid from another large volume pump during the time of the event. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an "unspecified system error". The reported problems occurred during medication delivery in CT department room on (B)(6) 2019. During transport to CT, patient had a maintenance IV fluid and a propofol running each on separate IV pumps. While in the hall, the pump with the propofol running stopped working , alarmed and displayed an error message. While customer was resetting the pump, the exact same thing happened to the pump running the maintenance IV fluid. Both pumps were able to be reset. A short time later in the CT room, the pump with propofol running again stopped working. This time the screen went completely white/blank and alarmed continuously. No error message was displayed and the customer was unable to shut the IV pump off or reset it in any way. There happened to be an extra unused IV pump on the pole, the customer quickly transferred the propofol tubing to the new pump, entered the correct settings and restarted the propofol infusion. Patients vital signals remained stable, unchanged and level of sedation seemed unaltered by the interruption on the propofol infusion. Once CT was completed, we returned to the picu(pediatric intensive care unit). Upon entering the patients room the pump running the propofol again stopped, alarmed, and displayed an error message, but was unable to be quickly reset. All IV pumps were changed out. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.